Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery was dead and the device was severely encapsulated in a ton of scar tissue. The patient spoke with 8 neurosurgeons who were unwilling to remove the implanted components. The patient said it was painful and she couldn't lay down and sleep very well because it creates so much pain when rolling over. The patient was working with a healthcare provider (hcp) who is willing to remove the stimulator. The patient mentioned that people with scar tissue should not have scs systems implanted. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported the patient¿s battery depleted ¿over a year ago¿ and they were looking to have a physician remove their implant. Additional information was received from a consumer regarding the patient on 2017-03-01. It was reported that the patient¿s implantable neurostimulator had been dead for two years (verified as (B)(6) of 2014) and was encapsulated in scar tissue and was sticking out of her back and causing more pain than ever. The pain was at the implant site which had started about a year prior to the report in 2016. The patient has also lost a lot of weight in the last few months. The patient had a couple of falls in 2014 and 2015. The patient was looking for a health care provider who can take the implanted system out. The patient had a lot of scar tissue, and the health care providers that she has spoken with do not think that it is a good idea to take it out because of the scar tissue. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.